Manufacturer narrative:
The customer¿s test strips were requested for an investigation, but the customer confirmed the test strips were not available for return. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4) compared to an unknown laboratory methodology. On (B)(6) 2021, at midnight, the customer performed qc with acceptable results. On (B)(6) 2021, at 00:25, the patient had a sample drawn for laboratory testing. The patient's laboratory glucose result was 160 mg/dl. At 00:35, the patient's meter glucose result was 65 mg/dl.